Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: 00771101620 60428420 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 16.25 extended offset. 00875706602 63284207 shell with multi holes porous 66 mm o.d. Size pp for use with pp liners. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s left hip was revised approximately 5 months post-implantation due to dislocation and discomfort. It was reported patient had undergone a previous closed reduction to treat dislocation. There was a small amount of clear fluid encountered. There was no evidence of infection. Attempts have been made and additional information on the reported event is unavailable at this time.